Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screws were loose. Screws were removed and new ones were placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Five screws were returned for investigation.visual evaluation of the as returned screws identified signs of wear but no apparent signs of malfunction. Functional testing was performed with an in-house mating device. The devices were able to engage as normal. No malfunction was identified. No pre-existing conditions were noted. The devices were intended for unknown tooth locations. X-ray & picture evaluation: x-ray / picture was not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. DHR review: DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: loosening). Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.